Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010 under MDR number 1717344-2010-00914. Date sent: 02/14/2014. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A visual inspection of the incident device revealed tissue in-between jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during an lavh procedure and after sealing, the jaws of the device would not open. The tissue around the device jaws was cut and the device was removed. Used other device to complete the procedure. There was oozing under 200cc. Japan reported that no patient information is available.